Manufacturer narrative:
H6: investigation summary bd received samples, 5 photos were used for the investigation. The photos were reviewed and the indicated failure mode for damaged stopper and embedded fm in stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sodium fluoride edta (fe) blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated there was "foreign matter in tube biological and non-biological. The following issues were found in tubes (367926) from lot 0072530: damaged tube ×2 dirty cap ×1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sodium fluoride edta (fe) blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated there was "foreign matter in tube biological and non-biological. The following issues were found in tubes (367926) from lot 0072530: damaged tube ×2, dirty cap ×1.".